Event description:
A non-MRI compatible wheelchair was brought into the MRI room during patient transport. During patient transfer from wheelchair to MRI table, the wheelchair became affixed to the MRI machine.